Manufacturer narrative:
The patient (not sporty) has a very complex medical history. The patient had a primary tha metal-metal in 1999 with a non-medacta stem that had been never good. She also underwent a right pao (periacetabular osteotomy). The patient presented to the surgeon with psoas problem. The patient underwent a primary tha in 2011 on the pao. X-ray (scintigraphy) performed on (B)(6) 2016 showed radiolucency. The patient had pain and was not very happy. Additional information received on 09 july 2016 from the initial reporter and includes: the revision surgery was not planned yet. Additional information received on 20 july 2016 from the initial reporter and includes: this is a patient with a painful coxarthtose 12 years following an pao, with complete destruction of the head. The patient underwent tha on both sides: primary surgery on the right side on (B)(6) 2011, primary surgery on the left side on (B)(6) 2012. The complaint involves just the right hip. Batch review performed on 22 july 2016. Lot 104003: (B)(4) items manufactured and released on 21 janauary 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 25 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: female patient of (B)(6), with multiple previous operations at her hips. The object of this analysis is the revision of the right femoral stem in tha, following pao after 12 years . Signs of proximal radiographic loosening. The reasons for this loosening cannot be determined with certainty. Aseptic loosening is a possible, known adverse event following tha. There is no evidence that a defective implant originated the problem but the real cause cannot be established. Not yet explanted.

Event description:
Revision surgery will be necessary due to pain (radioluscence).